Manufacturer narrative:
The analysis was able to confirm the customer comment of the ventricular channel on the external pulse generator (epg), was malfunctioning and not reading on the pacemaker. It was also determined at analysis that the display wire was pinched; the wire insulation was exposed, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular channel on the external pulse generator (epg) was malfunctioning and not reading on the pacemaker analyzer. The epg was returned for service. There was no patient involvement.